Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was unsatisfied with his inflatable penile prosthesis (ipp). The patient indicated that his ipp was not inflating enough for intercourse, rigidity was insufficient. The patient underwent surgery to replace the cylinders and pump. The new implant was shorter with longer rear tip extenders to achieve rigidity with less fluid and pumps. There were no patient complications.